Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a device malfunction or an inadequate lead-to-device connection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected out-of-range impedance measurements. Boston scientific technical services (ts) reviewed the data and noted it appears to be related to the integrity of the lead. A lead revision procedure was recommended but not yet performed. Please refer to report number 2124215-2020-12395 for the lead investigation.